Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller shocking the patient was not confirmed as the controller was not returned. The submitted log files did not capture any notable issues. The provided information indicated no associated alarms. Multiple attempts were made to obtain additional information regarding if the shock was from the patient cable or the system controller; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 6, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's power module power cable cords were frayed, and wires were exposed. While doing power changes, the patient was shocked. The power cable cords were replaced. Log files were obtained and upon interrogation there were not any noted alarms or parameters that were not within normal limits. The patient was not initially symptomatic, however after log files were obtained and the patient had been walking, the patient began to complain about feeling lightheaded. The patient lied down. There were no active alarms during the shock and the patient did not have an implantable cardioverter defibrillator (ICD). Log files were submitted for review and did not capture any unusual events. The patient did not receive any more shocks once the power cords were replaced.